Event description:
The account alleged that the side rails are not high enough when the mattress is inflated and they had a lucid pt fall out of bed while rolling in bed for care. The account stated that the pt was getting stronger and was trying to roll to get sheets out from under her and rolled over the side rail that was raised. No injuries reported and no medical attention was required.

Manufacturer narrative:
The technician investigated and stated that the pt was still in the bed when he arrived. The technician found the bed functioned as designed and no repair was needed. The technician is not sure how the pt would have fallen out of the bed.